Manufacturer narrative:
Date of birth: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model of the intraocular lens (iol) inside the blister was wrong. The model described on the box was zcb00, however, there was multifocal lens inside the blister. The lens was implanted into patient''s eye. The patient had no indication to use this model of lens, once she had a fux dystrophy. The patient has j5 20/20 post-op vision. As per the surgeon, a secondary surgery/medical intervention will be done, but they are still evaluating the necessity. No further information was available.